Manufacturer narrative:
A ge representative evaluated the system and found the hard drive needed to be replaced. The ge representative ordered a new hard drive, but the wrong hard drive was shipped. The new drive was not compatible with the stenoscop. Another hard drive was ordered. No conclusion can be drawn as further repair information is unavailable.

Event description:
The customer reported, the hard drive failed. No pt injury was reported.